Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the 3.5x23mm xience skypoint stent delivery system (sds) was inside the box but without the foil pouch and everything else was intact and sealed in the tyvek pouch. Another xience skypoint stent was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that the foil pouch was opened and discarded at the account and the tyvek pouch and device were placed back into the chipboard box for future use; however, this cannot be confirmed. A conclusive cause for the reported issue could not be determined as the lot information and stent ID information were not provided. Without this information we are unable track the foil pouch label creation and scanning during manufacturing of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.